Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the sutures of two proglide devices were placed in the mildly calcified right common femoral artery using the preclose technique. The arteriotomy was a 6fr and during the tavi procedure the sheath was upsized to an 18fr sheath. Reportedly, after closure pulsatile bleeding continued. A third proglide was inserted, still pulsatile bleeding continued. A dissection of the common femoral artery, 1 cm above the puncture site was found, believed to be caused by the insertion of a dilator without the guidewire. A vascular surgeon completed a surgical cutdown was performed successfully. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.